Event description:
The customer reported falsely elevated alinity I high sensitivity troponin-I results for one 66 year old male patient with acute on chronic hypoxic and hypercarbic respiratory failure due to copd exacerbation, and a rhinovirus/enterovirus infection. Due to worsening shortness of breath and wheezing, serial troponins were ordered. The patient did not have chest pain, and his EKG showed no evidence of st elevation. The following data was provided: sid (B)(6) processed on (B)(6) 2025 15:27 result = 1018.5 ng/l repeat result = 1030.2 ng/l. Sid (B)(6) processed on (B)(6) 2025 16:50 result = 1090.0 ng/l repeat result = 1053.1 ng/l. Sid (B)(6) processed on (B)(6) 2025 00:46 result = 1055.8 ng/l repeat result = 1095.5 ng/l. Patient has a history of copd (mixed type), cholelithiasis, diverticulosis, hyperlipidemia, ifg, lung nodules, nicotine dependence, positive colorectal screening/cologuard, sleep apnea, tubular adenoma, umbilical hernia. Treatment given: IV lasix, bipap, heparin drip, aspirin, atorvastatin, solu-medrol, ceftriaxone, azithromycin, duoneb, budesonide. The patient was transferred to another facility(center point) and the troponin result processed on the siemens atellica was negative. The patient has been discharged and is stable. Customer¿s reference range for the alinity I high sensitivity troponin = 0-34.9 ng/l no further impact to patient management was reported.

Manufacturer narrative:
Medwatch report number mw5175656 data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. A review of complaint and trending data for the alinity I stat high sensitivity troponin-I assay did not identify any trend regarding commonalities for lot number and issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 76278ud00. All specifications were met indicating that the lot is performing acceptably. Per product labeling, for mi diagnostic purposes, the alinity I stat high sensitivity troponin-I results should be used in conjunction with other data, e.g., symptoms, results of other tests, and clinical impressions. For accurate results, plasma specimens should be free of fibrin, red blood cells, and other particulate matter, including cryoprecipitate. If the specimens contain fibrin, red blood cells, or other particulate matter, centrifuge at a relative centrifugal force (rcf) of 3,000 to 3,500 x g for 30 minutes before testing to ensure consistency in results. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitivity troponin-I reagent, lot 76278ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier: sid (B)(6).

Event description:
The customer reported falsely elevated alinity I high sensitivity troponin-I results for one 66 year old male patient with acute on chronic hypoxic and hypercarbic respiratory failure due to copd exacerbation, and a rhinovirus/enterovirus infection. Due to worsening shortness of breath and wheezing, serial troponins were ordered. The patient did not have chest pain, and his EKG showed no evidence of st elevation. The following data was provided: sid (B)(6), processed on (B)(6) 2025 15:27 result = 1018.5 ng/l repeat result = 1030.2 ng/l, sid (B)(6), processed on (B)(6) 2025 16:50 result = 1090.0 ng/l repeat result = 1053.1 ng/l, sid (B)(6), processed on (B)(6) 2025 00:46 result = 1055.8 ng/l repeat result = 1095.5 ng/l. Patient has a history of copd (mixed type), cholelithiasis, diverticulosis, hyperlipidemia, ifg, lung nodules, nicotine dependence, positive colorectal screening/cologuard, sleep apnea, tubular adenoma, umbilical hernia. Treatment given: IV lasix, bipap, heparin drip, aspirin, atorvastatin, solu-medrol, ceftriaxone, azithromycin, duoneb, budesonide. The patient was transferred to another facility(centerpoint) and the troponin result processed on the siemens atellica was negative. The patient has been discharged and is stable. Customer¿s reference range for the alinity I high sensitivity troponin = 0-34.9 ng/l no further impact to patient management was reported.